Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, where the home patient connected themselves to the device prior to self-testing. Use errors and proper user instructions are addressed in ¿homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for setting up the homechoice for therapy. The guide states to ¿connect yourself only when connect yourself appears on the display screen¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the patient connected themselves to the setup prior to self-testing and priming. The technical services representative (tsr) had the patient disconnect from the hc machine using aseptic technique, open the clamps, and begin priming. The patient then stated that the patient line was fully primed, and the tsr had the patient connect using the proper procedure. The patient was to continue peritoneal dialysis therapy on the hc machine. There was no patient injury or medical intervention associated with this event. No additional information is available.